Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 407652 implantable pacing lead, 2009-(B)(6).

Event description:
It was reported that the patient received several inappropriate shocks from the right ventricular lead during a bad storm when they were using an electric chainsaw. The lead is still in use. No further patient complications have been reported as a result of this event.